Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 16fr temperature sensing foley catheter was in situ to the patient . Nurse noted that the temperature wire was eroding inside the wall of the catheter, and it was removed and replaced.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be" sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 16fr temperature sensing foley catheter was in situ to the patient . Nurse noted that the temperature wire was eroding inside the wall of the catheter, and it was removed and replaced.